Event description:
The customer reported they are getting air in the tubing line. There was no report of harm or injury. The customer reported five (5) defective devices, but did not provide any further info or clinical details for the add¿l defective devices. The customer will not be returning any devices for eval/investigation, nor did they provide any lot number(s). Therefore, this single MDR report will be filed.

Manufacturer narrative:
Device eval: the suspect device(s) will not be returned for eval/investigation. The device lot number was not provided. A review of the device history record could not be performed. A f/u report will be submitted when the eval is completed. Conclusions: a f/u report will be submitted when the device eval has been completed.